Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the hydraulic stabilisation system were not functional anymore due to a chock during the device transport. As repair, this part has been replaced. (B)(4).

Event description:
It has been reported that during a device transfer in the customer facility, the hydraulic stabilisation system was non-functional. There was no patient involvement reported.